Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hand-assisted laparoscopic sigmoid colon resection procedure on (B)(6) 2015 date and suture was used. The doctor reported that the patient had an abdominal incision seroma at the hand port site where suture was used to close the fascia layer. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 02/12/2016. It was reported that a midline seroma occurred ten days after laparoscopic hand ¿assisted right colectomy. The surgeon opined that it was unsure if this is a seroma or small fascial dehiscence. The patient has not received any medical or surgical intervention. Currently, the patient is doing well with no evidence of dehiscence or hernia.